Event description:
The complaint reported to philips indicated that at the start of an percutaneous coronary interventions (pci) emergency procedure the system could not create x-ray. The procedure was aborted and the patient moved to another room. An initial report is submitted based on the nature of the allegation. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed through onsite inspection and the analysis of the log file that there was a failure of the image disk of the image processing pc. The image disk was replaced after which the system was returned to use in good working order.